Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable had an inner electrical lead fracture. (B)(4).

Event description:
It was reported after using a temporary pacing cable with an external pulse generator (epg) on a patient with sick sinus syndrome (sss), oversensing occurred. Pacing had been working normally at first, but then there was intermittent oversensing. The lead was repositioned three times. Although the sensitivity was programmed to the highest setting, the oversensing persisted. The temporary pacing cable was returned to the manufacturer for analysis. No health hazards were reported, the patient experienced no adverse effect as they had an intrinsic pulse.